Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B) (4) 8/10/09

Event description:
On june 15, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate erratic readings. On june 23, 2009, this medical surveillance specialist contacted the patient's husband to clarify information obtained during the initial call. The patient tests her blood glucose 6 times per day and is on a insulin pump. On (B) (6) 2009 at 11 pm, the patient obtained a blood glucose reading of "97 mg/dl" on the subject meter. Based on the reading, the patient ate a light snack and drank some soda before going to bed. At 1:25am, the patient's husband found the patient "passed out in a coma." The patient's husband promptly tested the patient's blood glucose and obtained readings of "51,29, and lo (reading less than 20 mg/dl) with the lfs meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The paramedics were called. Upon arrival at 1:41am, the paramedics gave the patient a glucagon injection. The patient was tested at "19 mg/dl"on another meter at 1:55am. The patient was not taken to the hospital. After the patient regain conscious and was able to respond correctly to several questions the paramedic asked, the paramedic left without any further medical intervention. The patient's insulin regimen was not changed immediately prior to or after the event occurred. The patient's husband felt that the subject meter is reading inaccurately high because the "51 mg/dl" obtained while the patient was passed out did not correlate. The patient's husband does not know how he could have prevented the alleged hypoglycemic episode on the day of concern. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported due to the alleged inaccurate erratic reading. However, there is no evidence that the patient suffered a serious injury due to the reported issue. The alleged inaccurate high reading of "51 mg/dl" occurred after the patient's aforementioned symptom. The patient's symptoms and treatment correlated with the lfs meter low readings at the time of concern. Replacement products were sent to the patient.